Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveforms. Data from the sensor should not be used at this time and it is recommended that the site investigate the cause of the decreased blood flow over the sensor.

Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveforms. This was noted on (B)(6) 2022. Data from the sensor should not be used at this time and it is recommended that the site investigate the cause of the decreased blood flow over the sensor. On (B)(6) 2022, a right heart craterization was performed to assess the sensor and investigate the cause of the decreased blood flow over the sensor. Some reduced blood flow was noted through the pulmonary artery, but the reason why was not given by the physician. Readings were not able to be taken with the sensor and the physician planned to stop using cardiomems for the time being.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The following reported issue cannot be confirmed to be related to the cardiomems product as further information cannot be obtained from the patient care.